Manufacturer narrative:
Medwatch field h6, component code has been updated.

Manufacturer narrative:
The analyzer serial number is (B)(6). Calibration data was acceptable. Controls recovered within specified ranges. A sample from the patient was provided for investigation. Investigations could reproduce the results obtained by the customer. Further investigations of the patient sample determined the sample was reactive to the monoclonal antibodies of the hvag detection module of the hiv duo assay. The elecsys hiv ag confirmatory test was performed and showed that the result is a false reactive one for elecsys hiv duo. Per product labeling, "false reactive results may be observed due to non-specific interactions." Product labeling also states: "repeatedly reactive samples must be confirmed according to supplementary algorithms. The subresults for either hivagb or ahivb can be used as an aid in the selection of the confirmation algorithm for reactive samples." The customer did perform hiv pcr testing correctly and the sample was found to be negative. The hiv duo reagent performs within specification.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with the elecsys hiv duo assay on two cobas e 801 module analyzers. The patient sample was repeatedly reactive when tested with the hiv duo assay on the first e 801 analyzer ((B)(6)), resulting in values of 2.04 coi (reactive), 2.04 coi (reactive), and 1.99 coi (reactive). The sub results for the hiv duo assay were as follows: hiv-ag results = 2.04 coi (reactive), 2.04 coi (reactive), and 1.99 coi (reactive); anti-hiv results = 0.0562 coi (non-reactive), 0.0538 coi (non-reactive), and 0.0538 coi (non-reactive). The patient sample was also repeatedly reactive when tested with the hiv duo assay on a second e 801 analyzer ((B)(6)), resulting in values of 2.05 coi (reactive), 2.02 coi (reactive), and 2.01 coi (reactive). The sub results for the hiv duo assay were as follows: hiv-ag results = 2.05 coi (reactive), 2.02 coi (reactive), and 2.01 coi (reactive); anti-hiv results = 0.0538 coi (non-reactive), 0.0550 coi (non-reactive), and 0.0524 coi (non-reactive). The patient sample was sent to another laboratory for hiv-rna testing (hiv 1 rna quantitative pcr) on (B)(6) 2021. Hiv-1 rna was not detected. This medwatch is being submitted in abundance of caution.